Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the (B)(6) (ts) department on (B)(6) 2025 that fluid was discovered during fill 3 of 4. The patient was connected during the incident; and fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown location and the patient reported that the cycler was dry but there's fluid all over the floor and they could not tell where it was coming from. There were alarms/warnings after the leak. M31 - air detected in cassette warning occurred after the fluid leak. Upon follow-up conducted on (B)(6) 2025 the patient stated that on (B)(6) 2025 during their pd treatment (fill 3 of 4) the cycler alarmed with the m31 - air detected in cassette warning and they noticed some fluid on the floor in front of the cycler cart. Per patient they contacted the technical support for assistance and was advised to cancel their treatment due to the fluid leak. The patient stated that there were no leaks coming from either the solution bag or the connection to the solution bag prior to the alarm. The patient stated that the tubing that goes into the cycler had some wetness on the outside but the tubing that connects to the solution bag did not. Per patient there were no fluid leaks inside of the cycler or external of the cassette, but there was fluid all over the floor, and they could not tell where it was coming from. The patient stated that they did not know what caused the leak and confirmed that there were no known delivery issues or damage to the delivery box the supplies were delivered in. The patient also confirmed no physical damage noted to the either supplies prior to the alarm and the reported leak. The patient was not able to complete treatment on the night of the reported event. The patient was able to complete treatment on the cycler the following day with no further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has been able to complete treatment on the cycler since then with no further issues. The samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service (ts) department on (B)(6) 2025 that fluid was discovered during fill 3 of 4. The patient was connected during the incident; and fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown location and the patient reported that the cycler was dry but there's fluid all over the floor and they could not tell where it was coming from. There were alarms/warnings after the leak. M31 - air detected in cassette warning occurred after the fluid leak. Upon follow-up conducted on (B)(6) 2025, the patient stated that on (B)(6) 2025, during their pd treatment (fill3 of 4) the cycler alarmed with the m31 - air detected in cassette warning and they noticed some fluid on the floor in front of the cycler cart. Per patient they contacted the technical support for assistance and was advised to cancel their treatment due to the fluid leak. The patient stated that there were no leaks coming from either the solution bag or the connection to the solution bag prior to the alarm. The patient stated that the tubbing that goes into the cycler had some wetness on the outside but the tubbing that connects to the solution bag did not. Per patient there were no fluid leaks inside of the cycler or external of the cassette, but there was fluid all over the floor, and they could not tell where it was coming from. The patient stated that they did not know what caused the leak and confirmed that there were no known delivery issues or damage to the delivery box the supplies were delivered in. The patient also confirmed no physical damage noted to the either supplies prior to the alarm and the reported leak. The patient was not able to complete treatment on the night of the reported event. The patient was able to complete treatment on the cycler the following day with no further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has been able to complete treatment on the cycler since then with no further issues. The samples are available to be returned to the manufacturer for physical evaluation.